Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation the monitor was abnormally shutting down. The cause for the monitor resets was isolated to a corruption of the monitor software. The root cause for the monitor corruption could not be positively identified. No adverse event resulted from the corrupt monitor software. The patient received a replacement monitor.

Event description:
The brother of a (B)(6) male patient called zoll customer support to report that the patient's monitor was displaying a wrench code 100 and was resetting. The patient was issued a replacement monitor.